Event description:
It was reported by the customer that, "the PICC catheter was found to have no valve at the tip of the catheter during the hospital catheterization, resulting in puncture failure. There is no injury to the patient, and the patient has no complaints after replacing the new catheter." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that, "the PICC catheter was found to have no valve at the tip of the catheter during the hospital catheterization, resulting in puncture failure. There is no injury to the patient, and the patient has no complaints after replacing the new catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to infuse is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed an attempt to infuse a groshong catheter with syringe of a clear liquid. However, the catheter was observed to be unable to infuse. No damage was observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.